Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 79, 116 and 114 mg/dl. Tests were done within 10 minutes, using different fingersticks. There wre no symptoms. Reporter did not have needed supplies for control solution testing.